Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturing representative (rep) regarding the patient. The hcp reported that the implantable neurostimulator (ins) site was infected, and the entire system was removed as a result. The device was discarded. The issue was resolved at the time of the report.